Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vacuum was low during a cataract with intraocular lens (iol) procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The service request (sr) was opened to address the reported event. However, the sr was cancelled per the customer¿s request. The system was manufactured on february 27, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).